Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that during the call the patient started charging and reported all 8 boxes were filled in. The patient stated that the boxes would fluctuate ¿ start at 8, then 2, then 4. It was asked if the patient used holsters and the patient stated that it took a long time to get situated with the holster so they preferred to just holding the insr antenna on their device. It was reviewed that it might affect charging. It was agreed that the patient would get the adhesive discs sent to them and see if it resolved the issue. The patient would call back if the issue didn¿t resolve. Additional information was received from the patient stating that they had received the holster and thought it was a good idea. They also stated that the issue didn't resolve. They usually charge first thing in the morning and it started out at 75 degrees. They checked again and it was still 75 degrees. They had checked several tim es and it was always at 75 degrees. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the poor coupling was the power cord was partly plugged in. Just enough, not far enough to get power. The patient really liked the sticky discs. It reduced their charging time from 2 hours to 40 minutes. There were no further complications reported.